Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a "faulty" system controller (serial unknown) was unable to be confirmed. There were no photos or log files submitted for review. The system controller was not returned for analysis. Additional information provided stated the serial number is unknown, that no further explanation than "faulty" was provided, and that log files were not downloaded. A root cause of the reported "faulty" controller could not be determined through this evaluation. There was not enough information (sn/ln) provided by the customer to perform a device history record review. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in clinic with a faulty system controller. The controller was exchanged.